Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. One 6fr glidesheath slender was received for product evaluation. The sheath was mated with the dilator. Visual inspection of the sheath revealed a kink distally from the hub of the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely off axis forces may have caused the damage observed on the returned device. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 6 french slender kinked, and the wire was unable to pass. Therefore, the physician asked for a regular 6french pinnacle sheath. The sheath exchange was performed with no issue. The diagnostic procedure turned into an intervention. The intervention was performed using the 6french pinnacle with no issue or spasm. The patient recovered with no issues and was discharged from the hospital within 24 hours. The patient was in stable condition. Additional information was received on (B)(6) 2018. A coronary intervention was being performed.